Event description:
The customer reported that the system displayed an a/d channel 8 failure which means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and reseated. The battery charger pcb was evaluated and replaced. The charger output was recalibrated. The system was tested and found to be working as intended and returned to service.